Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00101, 0001032347-2020-00102. Concomitant medical products: sternalock blu system plate, 8 hole jl-plate, part# 73-2645, lot# unk; sternalock blu system plate, 8 hole x, part# 73-2623, lot# unk. Occupation: clinical research coordinator.

Event description:
It was reported the patient had a re-operation due to hemorrhage. The patient had significant coagulopathy and bleeding from chest tubes. CT scans demonstrated moderate mediastinal hematoma. The patient had a re-operation for exploration and was closed with new sternal closure devices. No additional patient consequences were reported.

Event description:
The event was re-assessed and it was determined that the revision was not related to the sternalock device. Therefore, this is not a reportable event.